Event description:
A patient reported reported that she had 3 v-go 40 devices in the last 24 hours where the needle button popped out prior to the completion of the 24 hour period.

Manufacturer narrative:
Device evaluation: two devices were received and evaluated for the needle button released event complaint. Both devices were received, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.